Event description:
It was reported that a patient died on (B)(6) 2014. The primary cause was myocardial infarction, and the secondary cause was cerebral palsy. It is unknown if the device was explanted prior to burial/cremation. Therefore, the device was not available for return. The patient's last known physician did not have any record of prior cardiac issues for this patient. No further information was available to date.